Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, acquired between (B)(6) 2020 and (B)(6) 2020 recorded was analyzed. The pacing impedance measured between tip and coil showed stable values around 300 ohms with a sudden increase to greater than 3000 ohms in the end of (B)(6) 2020. The shock impedance trend curve was initially around 50 ohms with an increase to greater than 200 ohms in the end of july. Furthermore the available x-ray images from (B)(6) 2013 and (B)(6) 2020 were inspected, showing one right atrial lead, two right ventricular leads and two left ventricular leads in the implanted state. In the pocket area multiple loops of the lead bodies were noted. An interaction between the lead cannot be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 88 months, an alert of a high shock impedance was observed. The lead was explanted.